Manufacturer narrative:
The user reported being hospitalized and was diagnosed with heart issues. The event occurred on (B)(6) 2025. At the time of the call, the user stated they were feeling good. The event was not related to diabetes or glucose measurements. Per dms review, the user is currently using the system with up-to-date information.

Event description:
Senseonics was made aware of an incident where user reported being hospitalized and was diagnosed with heart issues. The event occurred on (B)(6) 2025. At the time of the call, the user stated they were feeling good. The event was not related to diabetes or glucose measurements. Per dms review, the user is currently using the system with up-to-date information.